Event description:
A report was received that the patient underwent an explant due to an infection at the ipg and lead site. The symptoms were edema and drainage from the ipg site and lead sites. The physician attributes the infection to the procedure. The patient was given oral antibiotics and the patient is reportedly doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model:sc-2352-70, serial: (B)(4) and (B)(4), description:linear 3-4 lead, 70cm.